Event description:
It was reported that the patient presented in clinic in backup vvi. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.